Event description:
A report was received stating that a patient received insufficient local anesthesia when the suspect medical device was used. It was necessary to provide the patient with alternative anesthetic in the form of epidural anesthesia. No adverse effects to patient reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the evaluation.